Event description:
The customer reported that she obtained a blood glucose reading of 271 mg/dl at 2:01 p.m. With the contour next link 2.4 meter. The customer was experiencing symptoms such as nausea and dehydration. The customer took 1 unit of insulin based on the meter reading. Since the customer was feeling unwell, she went to the hospital where she stayed for two days and recovered well. In the hospital, additional blood glucose testing was performed with the customer's meter and a non-ascensia meter, which gave readings of 278 mg/dl at 2:23 p.m. And 353 mg/dl at 2:30 p.m. Respectively. No further event details were provided. Since the strip information was not provided, this report will be submitted under the meter information.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. The customer's age and weight were not provided.